Manufacturer narrative:
Patient identifier not available from the site. Replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
The suspect pedicle access kit was evaluated: the probe was only able to be removed from the handle when the lock was disengaged. With the lock properly engaged, the probe could not be removed. No problem found.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the needle became separated from the navigated handle instrument. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.